Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder is clotted. This occurred on 5000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: devices is clotted during the blood collection. If there are more than 3 tubes collected, the blood flow is stopping, because the device is clotted in the sponge chamber.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and it was observed that blood had filled the flash chamber of the needle. The samples, along with retention samples selected from bd inventory, were tested and the customer's indicated failure mode for clotting with the incident lot was not observed. All tubes filled as expected during testing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder is clotted. This occurred on 5000 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: devices is clotted during the blood collection. If there are more than 3 tubes collected, the blood flow is stopping, because the device is clotted in the sponge chamber.